Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the suite pc did not start. Upon functional testing, the fse found issue with the ssd and software causing the suite pc problem. To resolve the issue, the fse reinstalled the software on the suite pc. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.